Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) was used for a femoral procedure and the procedure ended well however, bleeding did not stop. In addition, it was noted that the device was used beyond expiration date. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was disengaged from the handle. The procedural sheath, advancer tube and sealant were not returned. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a taper to taper tear in the balloon, approximately 1 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1626501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not be confirmed during analysis of the returned device. Without the return of the complete device, a complete analysis could not be performed. The reported ¿expiration date exceeded¿ and subsequent ¿balloon loss of pressure¿ was confirmed during the analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. The IFU also warns user to discard the device if the balloon does not maintain pressure. Additionally, using product beyond expiration may affect the safety and effectiveness of the mynx sealant. Neither the phr review, nor the product analysis suggests that the reported events could be related to the manufacturing process of the device. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The 5f mynx grip vascular closure device (vcd) was used for a femoral procedure and the procedure ended well however, bleeding did not stop. There was no reported patient injury. The device is expected to be returned for evaluation.